Manufacturer narrative:
UDI (di): (B)(4).

Event description:
On (B)(6) 2016, the asymptomatic patient had a merlin.net transmission that showed some oversensing on the ventricular channel. Some of the noise appears to be myopotential oversensing. The noise was not recreated with isometrics. Patient returned for follow-up on (B)(6) 2016, noise was still observed on the rv lead. There were episodes of non sustained rv oversensing that showed noise on the v sense amp channel. The doctor currently does not have any plans for follow up. The patient has not experienced any adverse effects.